Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. A piece of the optic had been torn off and was missing and a haptic had been torn off. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon was attempting to insert a +18.0 diopter cq2015 three piece collamer lens and the lens was torn by the injector. There was no patient contact.